Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 4 month due to unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, b7, g3, g6, h2, h6 (component code, health effect clinical, device code). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 4 month due to moderate-severe stenosis. The patient presented with worsening dyspnea. Per medical records, cta showed low coronary heights and coronary calcium. Plans for angiogram and surgical consult in april. Open-heart surgery vs tavr with potential stenting and/or leaflet laceration.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g6, h2, h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia (hld).

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2. Corrected: h6 (health effect impact). The most likely root cause is patient factors, including hyperlipidemia (hld), smoking.